Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the barrel of a bd plastipak¿ 3ml veterinary syringe with 22g x 1" needle was damaged/crumpled, which cause leakage of medication. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: samples/ photos analysis: the sample sent by the customer was verified and it was possible to observe barrel damaged. DHR review: the batch record was verified and the manufacturing date for this batch was august 05th to 09th, 2017. The process inspections were performed at properly frequency and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 36 parts at assembly machine; qn review: no quality notification (qn) that could related to defect were observed. Maintenance review: no maintenance record that could related to defect were observed. Conclusion: DHR was performed, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible to observe barrel damaged. The potential cause for the problem is a barrel jam on assembly machine system, which caused the barrel damaged and the leakage during the usage. That jam is inherent to the manufacturing process and occurs occasionally on the process. As internal action for product quality improvement, will be performed the blitz # 44/2018 for defects of damaged components and leakage. Investigation conclusion: confirmed: bd was able to confirm/ reproduce the incident in question. Root cause is likely to be a barrel jam in the assembly machine system.